Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing got loose and came apart from the cannula during the night. This was the second infusion set from the same lot that had this problem. Reportedly, there was neither stress nor pull on the tubing and the pump was not dropped with set in place. No further information available.